Event description:
It was reported that during a thrombectomy of the left upper arm graft the balloon ruptured, and reportedly had to be aspirated from the graft via a sheath. No permanent pt injury was reported.